Event description:
It was reported that this pacemaker had reverted to safety mode. As a result, this pacemaker was explanted and successfully replaced. This pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Device has been returned for analysis. Once analysis is complete a supplemental report will be sent.

Event description:
It was reported that this pacemaker had reverted to safety mode. As a result, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received that this patient passed away three days post explant. The patient advocate felt that this patient passed away due to this pacemaker having caused congestive heart failure and arrhythmias. This pacemaker has been returned and is expected to be analyzed, and a supplemental report will be filed at that time.

Manufacturer narrative:
Device has been returned for analysis. Once analysis is complete a supplemental report will be sent.

Manufacturer narrative:
Device has been returned for analysis. Once analysis is complete a supplemental report will be sent.

Event description:
It was reported that this pacemaker had reverted to safety mode. As a result, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received that this patient passed away three days post explant. The patient advocate felt that this patient passed away due to this pacemaker having caused congestive heart failure and arrhythmias. This pacemaker has been returned and is expected to be analyzed, and a supplemental report will be filed at that time.